Event description:
Acist navvus ffr wire inserted into pt during procedure, screen of module froze and would not allow further progress. The wire was unplugged and control module turned off and back on, when the same wire was plugged in again, the screen froze again. The wire was removed from the pt, a new device was obtained and inserted and worked without problem.